Event description:
Baxter received a report that centrella med-surg had bed exit alarm not working there was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician found the comm cable needed to be reconnected. Per the baxter service manual, it is necessary for the centrella bed to have an effective maintenance program. We recommend that you do annual preventative maintenance pm. Make sure the bed exit system operates correctly. Replace parts if necessary. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in jan 14, 2026. It is unknown if the facility performed any other preventative maintenance on this bed. The technician reconnected the comm cable to resolve the reported event. Based on this information, no further action is required.